Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range impedance measurements and was not functioning. This lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.